Event description:
A (B)(6) female patient experienced capsular contracture/ capsule formation and underwent revisionary breast surgery on (B)(6) 2014 where strattice bps device was implanted. One strattice bps device was split and used in both r-breast and l-breast. The patient returned with recurrence of capsular contracture. The patient underwent full capsulectomy and reinforcement with alloderm rtu on (B)(6) 2015. Explanted specimens were returned to lifecell which included strattice capsule, axillary capsule and pec capsule (r - breast); strattice and pec capsule (l breast). According to surgeon, strattice was well incorporated but was thick at the lower pole. Patient baker score is 3. Capsular contracture is a documented complication associated with implant-based breast surgery in which strattice may be used. Lifecell is reporting this event because the surgeon is attributing capsular contracture to strattice.

Manufacturer narrative:
The internal investigation into complaint related device included the following: the complaint related product met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. There were no ncr or deviations observed during lot history review related to the event reported. The distribution/implantation history records for reported lot revealed that all (B)(4)devices released to finished goods were distributed, including (B)(4) reported as implanted for lot sp100105. - as per query of complaint management database, there were no other related complaints reported to lifecell for lot # sp100105. Capsular contracture is a documented complication associated with implant-based breast surgery in which strattice bps may be used. Lifecell is reporting this event because the surgeon is attributing capsular contracture to strattice bps. The devices were reported as well incorporated, only portions of the device capsule and axillary/pec capsules were explanted and returned for evaluation. The specimens are pending pathology evaluation. Conclusion is pending evaluation of the returned explanted specimens.

Manufacturer narrative:
Pathological evaluation of returned explanted specimens was performed. Return specimens confirmed the presence of the capsular contracture. Based on our internal investigation (no other complaints related to event reported for lot, lot meeting qc release criteria), evaluation of returned explanted specimens and information reported, it can be concluded that event is not related to strattice. Capsular contracture is a documented complication associated with implant-based breast surgery with or without the use of an acellular dermal matrix. Lifecell is reporting this event because the surgeon is attributing capsular contracture to strattice bps.